Event description:
It was reported that the patient experienced a loss of stimulation and loss of therapeutic effect and was ¿falling terribly.¿ weakness and therapy issues were also reported. The patient was admitted to the hospital the day prior to report. No troubleshooting had been performed, but would be in the future. The patient was referred to a neurologist. See manufacturer¿s report 3004209178-2014-21816 for information regarding the patient¿s concomitant system.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# va0bh3r, implanted: (B)(6) 2013, product type lead; product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).